Event description:
The part was implanted in (B)(6) 2011 and the pt came back in (B)(6) 2012 complaining of pain. The plate is scheduled to be explanted on (B)(6) 2012 (after the deadline for filing this report). The pt was a training officer and on his feet a lot. Everything had healed on the pt before the breakage. Note: pt info (eg. Date of birth, sex, weight, etc has not been received as of this report).

Manufacturer narrative:
The rep believes that the pt had good bone stock. Based on the x-rays, the bone quality of the pt looked good. The plate was plated properly - no screws came out. There was no displacement of the fragment which means that the bone had already healed which was confirmed by the rep. It is probable that the bone had healed well and the pt bumped into something and inadvertently broke the plate. The bone appears stronger than the plate. Per the engineering manager, based on the x-ray, the screw was placed in the fracture line which created a space between the two bones which probably helped to create a non-union causing longer healing of the bone. In addition, a space between the bones, could cause instability of the plate which could weaken the plate and cause the plate to fail and break. The IFU states, "place screws through the plate and into the bone on one side of the fracture." The plate probably broke because of a combination of two factors (1) external factor such as pt bumping into something; (2) screw being placed near a fracture line. There were no other complaints for this part number in the database.